Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant. Available medical records showed minimal information for peritonitis on (B)(6) 2013 and no information on pancreatitis. Clinical investigation concludes the following. Pt with esrd receiving peritoneal dialysis using a cycler, developed recurrent peritonitis with the third event being a fungal peritonitis. Reportedly, the pt required hospitalization during the third and last peritonitis event, during which pd catheter was removed and pt was switched to hemodialysis. There is no device malfunction reported by the pd nurse, but the device has not been investigated. This is an event of complicated peritonitis, without history of device malfunction. Related MDR: 2937457-2014-00217, 00218, 00219.

Event description:
A peritoneal dialysis (pd) pt reported having an incident of peritonitis and being hospitalized. During follow up with the pt's pd nurse it was determined the pt was hospitalized (B)(6) 2013 with peritonitis and possible pancreatitis. The pt reported pain in his abdomen.